Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the right atrial (ra) lead and right ventricular (rv) lead. The ra lead involved is a non boston scientific product. Noise was also observed. Due to the patient entering hospice care, it was decided by the health care team to deactivate the tachy therapy for this patient. It is planned to discuss troubleshooting and follow up with the physician in charge. No adverse patient effects were reported. At this time, this device system remains in service.